Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported customer noticed leakage where the needle and syringe connect and experienced fill resistance when attempting to fill cartridge. Description of issue: customer reported experiencing fill resistance when attempting to fill cartridge. Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown it was reported customer noticed leakage where the needle and syringe connect and experienced fill resistance when attempting to fill cartridge. Description of issue: customer reported experiencing fill resistance when attempting to fill cartridge. Customer also noticed that the syringe was getting air at the place where the needle connects which caused leaking.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.